Event description:
I have been in the ER twice in the past week with pelvic and low back pain. Everything turns out normal. I had a prolapsed rectal repair with a bladder lift two years ago. Mesh was used. I am concerned that the mean is causing this pain. I am still in the process of seeking treatment. FDA safety report ID# (B)(4).